Manufacturer narrative:
Siderail cable.

Event description:
It was reported by service report that the siderail cable was pinched causing loss of power and head lift to be stuck in the up position. No patient involvement or adverse consequences are reported.